Event description:
During a ptca procedure, the tip of the iq marker wire fractured and remains in the pt. It was noted under angiography that the tip of the wire was missing. Tow attempts have been made in one month to obtain additional info without success.